Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. It should be noted that the armada 35 instructions for use (IFU) states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 13 atmospheres as indicated on the product label. It could not be determined if inflating the balloon slightly over the rated burst pressure solely caused the rupture. The investigation determined that the reported material rupture was due to case related circumstances. It is likely that the balloon rupture occurred due to interaction with the anatomy during the third inflation. There were no leaks noted during preparation for use or during the initial two inflations, indicating that the damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately stenosed axillary artery. The 8x80mm armada 35 balloon catheter was prepared per the instructions for use. No resistance was felt when advancing the balloon catheter. The balloon ruptured during the third inflation at 14 atmospheres (balloon was inflated to 14 atms each time). The procedure was successfully completed with another armada balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017: above rated burst pressure manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.